Manufacturer narrative:
Analysis found the flex arm handle have been damaged/worn and cause for this is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intra-op, the flexible arm was hard to fix. Product did not come in contact with patient. Further, there is no complications reported as a result of the event.